Manufacturer narrative:
(B)(4). The device was reported to baxter and an evaluation was performed. The evaluation did not reproduce the reported symptom falsely detects tubing at guide 3. However, the evaluation found that the downstream sensor was failing, confirming he reported symptoms since this failed part is known contributor. The failed downstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump recognizes tubing at guides 1 and 2 and then falsely detects tubing at guide 3. It was also reported that there was no patient injury.